Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: addr01 ipg, implanted: 2011-(B)(6). (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) battery depleted prematurely. High thresholds on the right atrial (ra) lead were also reported. The ipg was explanted and replaced while the lead was capped and replaced. No patient complications have been reported as a result of this event.